Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra) and trending by problem code. The sra shows the risk for exposure to toxic or corrosive material to be "low." Trending of the haze/mist issue was reviewed for the past six months and no significant trend was observed. No parts were replaced, therefore no parts were available for return. The assignable cause of the haze/mist issue is the oil return valve. The field service engineer tightened the part and confirmed the sterrad® unit was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil return valve was tightened to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on (B)(6)2017. (B)(4)

Event description:
A customer reported haze emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.